Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the potential product code/lot# combinations were conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that while a staff member was performing a demonstration on another employee the user placed 15cc's of air in the balloon of the tr band while it was on her wrist and waited two minutes. They then re-attached the syringe and were only able to pull out 5cc of air. It appeared that the balloon had leaked 10cc's of air and had deflated in that two-minute time frame. The device was not used on a patient and was a test.